Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm and no moisture damage were found inside the pump. The pump was received cracked case display window corner and cracked reservoir tube. The pump was unable to perform basic occlusion, occlusion, prime and excessive no delivery test due to intermittent button response. The pump was received with missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error and damage from the insulin pump. The customer's blood glucose reading was 16.7 mmol/l. The customer stated that there are cracks on the pump and possible moisture damage due to noticeable discoloration of lcd screen. The customer reported fluid under the lcd display. The customer also stated that there are several large cracks extending from the corners of the screen. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.